Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced nocturnal hypoglycemia while using the ilet, with urgent low, urgent low soon, and low glucose alerts recorded on the ilet; the caregiver did not receive low notifications in the bionic circle app, and it was later communicated that app notifications require the ilet mobile app connection, enabled data notifications, active bluetooth, and proximity to the ilet. Symptoms included low blood glucose. Outcomes included self-resolving hypoglycemia without hospitalization or medical intervention beyond oral glucose. Investigation included internal log review and engineering assessment of app alert display behavior, along with user education on app notification settings and connectivity. Investigation of this case revealed that the ilet generated low alerts as designed, while the bionic circle app notifications were not received due to mobile app connectivity and notification setting conditions, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with user connectivity and notification configuration contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.